Event description:
Reportedly, on (B)(6) 2024, the physician attempted to implant a vega r45 in the right atrial appendage, but it was not possible due to noise and impedance measured over 4000 o by the psa. P-waves amplitudes were within the normal range. Then, a new vega lead was used to complete the implantation.

Event description:
Reportedly, on (B)(6) 2024, the physician attempted to implant a vega r45 in the right atrial appendage, but it was not possible due to noise and impedance measured over 4000 o by the psa. P-waves amplitudes were within the normal range. Then, a new vega lead was used to complete the implantation.

Manufacturer narrative:
Analysis summary: review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. As received, the fixation mechanism operated as specified. All electrical measurements performed revealed that the inner and outer electrical conductivity were conform to specifications, as well as adequate insulation between electrical lines on each part of the lead. A visual inspection was conducted on all welding points along the entire lead, including the proximal and distal sections, and it was confirmed that all components were correctly welded. Based on the event description and the investigation performed, a lead malfunction is not suspected to be the cause of the reported issue. The most likely hypothesis explaining the reported electrical issue may be attributable to external factors that are independent of the lead characteristics, such as lead tip position or patient physiology. Such factors are well-known potential complications associated to such implantable devices that are discussed in the device instructions-for-use and published literature. The results of this investigation are retained and used for trending purposes. Please refer to the attached report.